Event description:
A health care professional reported that a blunt knife was experienced during surgery. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
No sample was returned for eval. No lot info was provided, therefore a device history record review and complaint history review could not be conducted. The root cause for the customer complaint issue cannot be determined. All knives are 100% visually inspected and tested for penetration during mfg. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No add'l action is required at this time. (B)(4).